Manufacturer narrative:
Device passed displacement test. Device was received with cracked select button keypad overlay, missing display window cover, cracked battery tube threads and cracked case at corner of the belt clip rails. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's button was sticking. The customer¿s blood glucose level was 9.8 mmol/l at the time of the incident. Customer stated that insulin pump had crack to the middle button. The insulin pump will be returned for analysis.